Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and the chest x-ray confirmed that the helix of the right ventricular (rv) lead was retracted. During the procedure, after opening the pocket, it was observed that both leads were repeatedly twisted upon themselves due to twiddler's. The helix of the rv lead was extended; the ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and twiddler syndrome. The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Final analysis found the outer insulation twisted. No other anomalies were found.